Event description:
The patient had been on vancomycin for approximately one (1) week when he developed a rash all over his body,which was later diagnosed as red man's syndrome. The patient's was using the medi-sis-60 infuser with syringes filled with vancomycin at a concentration of 500mg in 50ml ns/. A 60/30 administration set was attached to the syringes. Each dose required two (2) syringes for a total of one (1) gram. Instead of delivering the 50ml of vancomycin in 25 minutes as anticipated the patient reported the infusion was completed in 13 minutes. After 48 hours of starting on vancomycin with the med-sis the patient developed a full body rash and was eventually admitted to the hospital. The patient's symptoms were resolved. Vancomycin was discontinued upon admission to the hospital.